Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (constant gong alarms / discharge profile fault) has been confirmed. As received, the belt receptacle was pulled from the monitor case, damaging internal wires. The cause of the code constant gong alarms is the damaged receptacle and wires. The root cause of the damaged receptacle and wires is excessive force placed at the receptacle. In addition, there was contamination and thermal damage to multiple components on the computer / analog (ca) board and defibrillator board. The cause of the discharge profile fault is the contamination and thermal damage. The root cause of the contamination and thermal damage is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms and discharge profile faults.